Event description:
It was reported that after the iab was inserted without difficulty, the cuff appeared to be too loose for the catheter. Bleeding occurred at the sleeve. As a result of this, the iab was removed and replaced without any complications.